Manufacturer narrative:
Additional manufacturer narrative: manufacturing records were unable to be reviewed due to no lot number being provided by the customer. The device was not returned for evaluation because it was discarded by the hospital. Based on the reported event information, operational context likely contributed to the event. Coronary sinus injuries are identified as a potential complication in the IFU. Edwards has reviewed similar reports and has found the root cause is typically related to a combination of vessel size, tissue fragility and placement issues of the device. No manufacturing non-conformance has been associated with the historical events which have been reported. The instructions for use (IFU) and training manuals were reviewed, and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Trends will continue to be monitored through the use of edwards quality systems and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that during the use of a peripheral retrograde cardioplegia device, a coronary sinus injury occurred. The procedure was a robotic mitral valve repair. There was some difficulty viewing the catheter on transesophageal echocardiogram. Fluoroscopy was used to assist with the placement. On initial injection of the contrast there appeared to be a dye stain at the proximal portion of the coronary sinus. The procedure continued and resulted in successful placement of the device into the coronary sinus. Upon inspection of the coronary sinus with the robot, the surgeon identified a small tear in the vessel wall. It was not actively bleeding, and the decision was made to proceed with the procedure as planned. The catheter was used to successfully deliver retrograde cardioplegia. Before coming off bypass the area was inspected again and was treated with a pro-coagulant product. The patient was successfully weaned from bypass without further incident. There was no unusual patient anatomy, and no allegation of device malfunction. During placement of the device, there was no atypical buckling of the device and there was no noted resistance encountered during placement.